Event description:
Customer alleged the lancet needle will not retract in the softclix lancet system. No accidental sticks or adverse events were reported. The location where the problem was first discovered was not provided. A request was made for the return of the suspect device and replacement product was sent.